Manufacturer narrative:
Follow-up # 1 date of submission 10/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings:a review of the pumps black box data revealed a cs 078 alarm. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the original complaint, the bolus button was missing. The pump was opened and there was moisture damage found on the printed circuit board. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump alarmed for call service 078, an alarm for motor rewind related issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.